Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the imaging system functioned as designed. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a procedure. It was reported that the site is requesting that the manufacturer representative go back to the site and do another verification of the system related to inaccuracies experienced by the site. No further information was available. Medtronic received information that the reported issue occurred during a lumbar spinal fusion. It was reported that a three to four millimeter imprecision was observed during the procedure. To surgeon opted to complete the procedure with navigation. It was reported that the screw position was confirmed via a medtronic imaging system image acquisition and found that the screw positioning was "not optimal". There was a reported delay to the procedure of twenty minutes due to this issue. There was no reported impact on patient outcome. Medtronic received information that the screw placement was sufficient and that no additional intervention was required.